Event description:
It was reported by customer "patient's mother states needle tubing cracked on two occurrences." This report addresses the second occurrence.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.